Event description:
It was reported that the user and caregiver completed a factory reset of the ilet transferred from a prior system without issues, and during the call the caregiver reported a blood glucose value of 229 mg/dl after a same-day supply change using a contact detach 23-inch 6 mm set. Symptoms included hyperglycemia. Outcomes included no alarms and no need for medical intervention or hospitalization. Troubleshooting and education were completed with the user during the call. Investigation included user interview, device history and recent use review, and assessment for alarms or malfunctions. Investigation of this case revealed no device malfunction or alarm activity and no identifiable device-related cause for the reported hyperglycemia, with cause considered unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.